Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat mitral atrial flutter, during use of the sphere-9 catheter, a radiofrequency (rf) delivery error was initially observed near the mitral valve, which was addressed by unplugging and re-plugging the catheter extension cable, clearing the error. After administration of nitroglycerin, pulsed field (pf) ablation was attempted, resulting in a temperature rise from 36°c to 45°c during ablation, and the system did not return to baseline temperature during cooling. A temperature error was again noted. The sphere-9 catheter was withdrawn and reprepped, at which point tissue was found inside the lattice of the catheter. The catheter was replaced, and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The log file retrieved from the field was reviewed using the affera log file analysis tool. In conclusion, the reported tissue in tip issue, cannot be assessed through data analysis. The physical product, afr-00001 sphere 9 catheter with lot 0231748603, was requested and has not been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.